Event description:
During shift check, the fully charged autopulse li-ion battery sn (B)(4) did not power on the autopulse platform. The status leds on the battery showed 4 green lights, indicating that the battery was fully charged and the battery successfully charges in the multi-chemistry charger. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.